Event description:
It was reported to vyaire medical that compressor would not run on the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Avea wouldn't ventilate nor pass extended systems test. If you would plug air into the unit it would ventilate then. Unit had a bad compressor. Swapped compressor and performed operational verification procedure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.